Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had exhibited high pacing threshold measurements. Moreover, the patient with this lead stated of suffering from a heart attack a month ago and which may have made the heart tissue worst, hence causing the high threshold. Furthermore, this lead was surgically abandoned, and a new lead was successfully implanted. No additional adverse patient effects were reported.